Manufacturer narrative:
The manufacturer received information in relation to a dreamstation avaps30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dreamstation bipap avaps unit. The device was returned to third party service center. During the evaluation, the device was visually inspected/scrapped and found corrosion on metallic surfaces. Power connector of the unit is corroded, and the unit can¿t be powered on to collect the error log/machine hours/error code numbers/software version. In addition, it verifies that the device is not connected to a power source. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.